Event description:
The customer contacted philips healthcare to report that the device intermittent beeping with red x. There was no patient involvement.

Manufacturer narrative:
Customer evaluated device.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.